Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip was returned to for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to the fully rear-locked position. The opening of the carrier tube was inspected, and the anchor was visible within the opening. No signs of deformation or damage were identified on the device. Functional testing was performed by resetting the deployment mechanism and re-deploying the device. The device was reset to the forward lock position and then re-engaged and set to the rear lock position. When set to the forward lock position, the anchor deployed properly, and was able to post to the tip when the device was set to the rear lock position. The anchor was pulled manually to test the deployment of the suture, collagen, and tamper tube. All components appeared to deploy successfully, and no issue was found with device functionality. The alleged failure mode of 'the string wouldn't come out,' was confirmed, as the device was returned in the fully rear-locked position without anchor deployment. The exact root cause cannot be determined, as the device appeared to function appropriately. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device string would not come out. The patient yesterday was a long cto lots of heparin. They ended up holding for an hour and placed a femstop. The patient ended up with a puesdo. The condition of the patient is unknown. The outcome of the procedure was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 09august2021: the procedure performed for the patient prior to use of closure device was a left heart catheterization (lch)/percutaneous coronary intervention (pci). Using a 7fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There was a femostop used. The patient was stable. The pseudoaneurysm was treated by sending the patient to an outside facility for thrombin injection. The procedure was completed successfully.